Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states they needed help on how to adjust their stimulation. Pt states they needed to lower the right side and will not change when trying to push the buttons to go down. Pt states they had their system readjusted as not getting enough relief so now its too high and needs to lower the settings in the position and cannot do this. Pt states they had to turn off at night because pulsing is on the feet and cannot lower. Pt states they were in pain because they had this off. Walked pt through remote. The issue was not resolved through troubleshooting. Pt states they had trouble before where they had to remove battery and is constantly doing this. Pt states they had trouble sleeping at night, driving etc. While on the phone when pt was sitting was showing upright on the screen. Pt mentioned also that the battery cover broke off after they reset, pt will be getting remote shipped out and will have a cover already. The patient was redirected to their healthcare provider to further address the issue. Directed to hcp for adaptive stim appt again as well as sending controller through repair as pt cannot make any adjustments on remote and cannot lower stim or increase stim seems the controller is not functioning.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstance that led to the high stimulation was the patient had gotten a new transmitter that needed to be reprogrammed to a lower setting stimulation.